Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) UK, seeking guidance on an unusual issue with his onetouch verio 2 meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that he had been given one touch selectplus test strips to use with his one touch verio meter. As a result of this error, the patient stated that he had not been able to test his blood glucose levels since saturday, (B)(6) 2018. He reported that on the date of the call to lfs, he had gone to the pharmacy to change the test strips, but they were closed. During the call to lfs, the patient stated that he had not developed any symptoms as a result of the error; however, the cca reported that the patient ¿sounded slurry and confused¿. The cca advised the patient to contact his gp immediately, and he agreed to do so. The patient was also advised to contact lfs again when he had obtained the correct test strips in order that additional training could be provided on the correct use of the meter. The issue could not be resolved with troubleshooting. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Slurred speech and confusion, after obtaining incorrect test strips to use with his onetouch verio 2 glucose meter.